Manufacturer narrative:
The event site name is shortened due to field character limit. The full name is (B)(6). Testing of actual/suspected device ((B)(4)): unit received low vacuum warning when preparing for use. To fix the issue a getinge field service engineer evaluated the iabp and found the compressor activity erratic, and the unit failed leak test. Fse rebuilt compressor using 5k kit. Replaced drive manifold and k6a valve due to failure causing vacuum loss. Compressor/vacuum now as designed with no further warnings received. Performed complete functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs300 intraaortic balloon pump (iabp) had a low vacuum error message prior to use on a patient. There was no patient involvement and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings and investigation conclusions). Additional contact information: (B)(6).